Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the device. During the procedure air was seen in the sheath while working on the left pulmonary veins. In-between the applications to the left superior pulmonary vein (lspv) and the left inferior pulmonary vein (lipv) aspiration was performed on the sheath to check the integrity of the device. Excess air was seen in the sheath during these aspirations. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was discarded by the facility.